Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set a part of the device detached from the rest without warning the following information was provided by the initial reporter: material #: 2450-0500. Batch #: unknown. The customer has experienced issues with the stopcock becoming detached from the set.

Manufacturer narrative:
Investigation summary: the customer reported the stopcock detached from set on 2450-0500, and did not return a sample or picture. Despite this, a memo was provided from manufacturing based on failure description, and material. The root cause for the issue was traced to an imbalance of workload on the stopcock station. A new line layout was created on october 19, 2021 to improve the assembly sequence and prevent the imbalance on the stopcock station. A device history record review could not be performed on model 2450-0500 because the lot number is unknown.

Event description:
It was reported while using bd alaris pump module smartsite infusion set a part of the device detached from the rest without warning the following information was provided by the initial reporter: material #: 2450-0500, batch #: unknown. The customer has experienced issues with the stopcock becoming detached from the set.